Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 29238951.

Event description:
It was reported that the patients ipg felt closer to the surface. The patient underwent a revision procedure wherein the ipg was repositioned deeper and placed the anchors deeper as well. The patient was doing well postoperatively. Nothing was explanted.